Manufacturer narrative:
Reference record (B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Intestinal perforation is a known complication of device placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an (B)(6) 2018, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Report indicated that patient underwent emergency surgery due to intestinal perforation following peg insertion. During the surgery, intra-abdominal infection was found and the patient underwent a partial bowel resection. Patient remained hospitalized. It was reported that there was hemorrhage with decreasing hemoglobin values. Patient required intravenous feeding.